Event description:
This male patient with a history of previous pci and hypertension, was admitted for coronary evaluation due to unstable angina. He was currently taking, aspirin, and beta-blockers. Angiography revealed a 70%, long (25mm), de novo, smooth, eccentric, type-b1 lesion in the proximal through mid left anterior descending (lad). Aspirin, plavix, and heparin were administered. The lesion was not predilated. A 3.0 x 33mm cypher select plus stent was positioned in the proximal lad and was deployed to 18 atms with satisfactory results. A 2.75x18mm cypher select plus stent was positioned in the mid-lad and was deployed to 16 atms with satisfactory results. The stents were not post dilated. The patient was discharged from the hospital after three days with orders for daily aspirin, plavix (6 months), statins, and beta-blockers. At both the three-month and the six-month follow up, the patient denied any chest pain or other cardiac symptoms. Approx seven months post index procedure, the patient returned to the hospital for a clinically driven angiographic evaluation. There was no evidence for myocardial infarction. Angiography revealed a 90% focal, instent restenosis of the 2.75 x 18mm cypher select stent in the mid-lad. This was treated with balloon angioplasty. The patient was discharged from the hospital the following day. Cypher select plus is not distributed in the us; however, it is similar to us distributed cypher product. Add'l info will be submitted within 30 days of receipt.